Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the issue occurred during a planned treatment/non-emergency treatment of the neurovascular procedure and the procedure was completed by restarting the system. The philips field service engineer (fse) inspected the system onsite and confirmed that geometry movement is not available. Review of the system log file showed that the unbale to communicate with geoipc. Upon further inspection, the fse found that the issue with the network switch. The fse replaced the switch. After replacement of the switch, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code grid was corrected.

Event description:
It was reported to philips that there were no geometry movements available on the allura device. The device was inside clinical use at the time of the event. No harm was reported to philips. A philips field service engineer (fse) visited the site and replaced the 16 port switch. The device was returned to expected functionality.